Event description:
Electrocautery unit was being used for arthroscopic cautery of the shoulder. The cautery unit button appeared to stick in the on position and would not shut off. The pt was not affected.